Event description:
Complainant alleged that the clinicians were monitoring a pt (age and gender unknown), using the device semi-automatic mode, when the device advised shock to a heart rhythm that did not appear to be either a ventricular fibrillation or a ventricular tachycardia heart rhythm. At this point, the facility's advanced life support team arrived on the scene with their device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.